Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.

Manufacturer narrative:
Ptc investigation result was received on 16-jul-2015. This adverse event report is related to a product technical complaint (ptc). The bayer reference number for the ptc report is: ptc global number (B)(4). Final assessment: lot c40056; mfg date: 3/2014; exp date: 3/2017. Since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to look for any manufacturing deficiencies. In this case, we conducted a review of the manufacturing batch record and confirmed that final product testing for this lot was performed per requirements and the product met all release requirements. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: this ptc was initiated due to a request for confirmation of quality. The reported adverse events are known possible undesirable events and not indicative of a quality deficit per se. No further ae case reports have been received to date in relation to the reported batch. No batch signal could be identified. The batch documentation of the reported batch was reviewed. No complaint sample was provided for further technical investigation. The technical assessment concluded unconfirmed quality defect. In summary, there is no reason to suspect a causal relationship to a potential quality deficit as based on this report. The list of similar cases contains essure reports received by bayer with similar events coded in meddra. In this particular case a search in the database was performed on 20-jul-2015 for the following meddra preferred term: salpingo-oophoritis. The analysis in the global safety database revealed (B)(4) case. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Company causality comment: this medically confirmed, spontaneous case report was received via health authority and refers to a female patient who had essure (fallopian tube occlusion insert) inserted and was hospitalized due to acute salpingitis and oophoritis / pelvic inflammatory disease. This event was considered serious due to hospitalization and is listed in the reference safety information for essure. Upper genital tract infections, also referred to as pelvic inflammatory diseases (pids), occur when microorganisms ascend from the lower genital tract, infecting the uterus, fallopian tubes and ovaries. While essure system is sterile it may, due to a bacterial contamination during insertion, become a vehicle for microbial transport in the upper genital tract. This may explain an increased risk for pelvic infections in the first 4 weeks after the insertion procedure. In this particular case, limited information was provided and no temporal relationship between essure placement and the event was given. The patient related it to the device and the physician stated that it could be possible that the procedure of insertion caused the inflammation. Given its nature, a causality with the suspect insert cannot be excluded. Due to the serious injury and hospitalization reported this case was regarded as an incident, in line with heath authority assessment. The product technical analysis concluded there is no reason to suspect a causal relationship to a potential quality deficit as based on this report.

Event description:
This is a spontaneous case report received from a female consumer of unspecified age via regulatory authority (case# (B)(6)) in (B)(6) on (B)(6) 2015 who had essure (fallopian tube occlusion insert) inserted on (B)(6) 2015 with lot number c40056. The consumer stated that since she had essure inserted, she had been hospitalized due to a severe abdominal pain, headache, cramps in her legs, with diagnose of acute salpingitis and oophoritis. She made the complaint to have essure removed from her body. All events were considered related to essure. Follow-up information was received on (B)(6) 2015 from physician. It was reported that after essure was inserted the patient experienced an inflammatory process and the patient was hospitalized. The patient recovered and was discharged. The patient insisted she wanted essure to be removed. At the time of this report intervention was pending to be performed. Regarding the causal relationship the physician does not give a clear relationship, but it could be possible that the procedure of insertion caused the inflammation, in this case pelvic inflammatory disease. No further information was available. Company causality comment: this medically confirmed, spontaneous case report was received via health authority and refers to a female patient who had essure (fallopian tube occlusion insert) inserted and was hospitalized due to acute salpingitis and oophoritis / pelvic inflammatory disease. This event was considered serious due to hospitalization and is listed in the reference safety information for essure. Upper genital tract infections, also referred to as pelvic inflammatory diseases (pids), occur when microorganisms ascend from the lower genital tract, infecting the uterus, fallopian tubes and ovaries. While essure system is sterile it may, due to a bacterial contamination during insertion, become a vehicle for microbial transport in the upper genital tract. This may explain an increased risk for pelvic infections in the first 4 weeks after the insertion procedure. In this particular case, limited information was provided and no temporal relationship between essure placement and the event was given. The patient related it to the device and the physician stated that it could be possible that the procedure of insertion caused the inflammation. Given its nature, a causality with the suspect insert cannot be excluded. Due to the serious injury and hospitalization reported this case was regarded as an incident, in line with heath authority assessment. A product technical analysis is being sought.